Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported head CT imaging on (B)(6) 2021 showed a small subarachnoid hemorrhage. CT imaging on (B)(6) 2021 showed that this had resolved. The event was not the result of a device deficiency, and delayed anticoagulation therapy. The event was assessed as probably related to the device and procedure as the artery suffered traction during the thrombectomy pass. The patient's mrs score was 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was embolization to the angular m2 after the thrombectomy using the solitaire stent retriever. The balloon guide catheter did not ascend to the internal carotid artery (ica) due to tortuosity, which probably led to occlusion and blood flow inversion. A new thrombectomy was performed using a specific stent (cathmini) for the distal branches. The distal embolization was reported to be resolved on (B)(6) 2021. However, a subarachnoid hemorrhage (sah) was reported 24 hours post-procedure: CT imaging performed (B)(6) 2021. There was no intervention for the sah reported, and no device malfunction reported. The patient was undergoing surgery for mechanical thrombectomy of the right middle cerebral artery (mca) m1 segment. The patient baseline national institutes of health stroke scale (nihss) score was 14, and at discharge the score was 3 on (B)(6) 2021. The aspect was 8, and post-procedure modified thrombolysis in cerebral infarction (mtici) was 3 after the third pass.